Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device serial/lot number and manufacture date were unknown in the initial report and have been updated accordingly. The device UDI has also been updated. UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. There are no defects found with the system or software. The use of the pointer tool to verify resection cuts was not utilized, therefor the investigation can not confirm the allegation of cuts being off. The investigation found indications that the system was utilized off the cart or the holding arm was not locked during operation. Therefore, the reported condition could not be confirmed. The assignable root cause could not be determined since no problem was found.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: additional information received from the reporter stated that the femoral cuts were off slightly a few millimeters due to sieving. No pointer verification was done but cuts were verified with cut assessment instrumentation and it did show the distal cut was off and posterior. The press fit femur did not seat correctly. Cemented option was used due to cuts being off.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, base station device and saw interface devices, (B)(6) 2023. The device serial/lot number and date of manufacture are unknown at this time. UDI: (B)(4) unknown.

Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device it was noticed that the cuts could not be completed and the ones that were completed were off from the plan. It was reported that the device did not cut distally all the way and were off a little bit. It was reported that the device was being used with a robotic assisted base station device and two saw interface devices right. There were no delays in the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.